Manufacturer narrative:
Tech support troubleshot with operator who had power to table and imaging system, and was able to move the table and input pt info, but console would not turn on. This call ended with customer still unable to use x-ray system and saying that they would call back if service was needed. On (B)(6) 2011: tech support f/u call: customer stated they changed out the sedecal console which resolved the issue and the system was functioning normally.

Event description:
(B)(6), 2011: customer reports that a female patient was undergoing an undetermined urology procedure when the system fluoro failed. Staff moved the patient to another room where procedure was completed without further incident. No injury reported.